Event description:
It was reported that the physician noted more dislodgements with the acuity x4 left ventricular (lv) leads. No specific model or serial information was provided by the physician. No adverse patient effects were reported. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.